Event description:
It was reported that it was difficult to connect an automated peritoneal dialysis set to a solution bag. This occurred prior to use on the patient. No additional information is available. This is report 1 of 4 for this event.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents for lot number s13e21083 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.